Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202 ¿ biolox head ¿ 2821775, 00620205222 ¿ shell ¿ 63193436. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation as been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -01426. 0001822565 -2022 -01427.

Event description:
It was reported that patient fell while surfing approximately 13 months post left total hip arthroplasty. Subsequently, the patient was revised approximately 3 years post implantation due to patient reporting pain lasting the past 1-2 years. The head, stem and taper were removed and replaced. Attempts have been made an no additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.